Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 240 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process due to receiving a motion sensor test failure alarm each time. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with error alarm and motor error alarm during rewind test due to corroded motor home switch. We were unable to perform displacement test due to a35 error alarm. No unexpected no reservoir alarm noted during testing. The insulin pump had a cracked case at display window corner and cracked reservoir tube lip.